Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they went to use their controller today and saw software problem 1- intellis, 2- 3.6, 3- 243, 4- qf_port. Agent walked caller through removing the battery pack and re insert the battery. Caller confirmed the message was cleared. Caller then unlocked the controller and saw that stimulation was off. Agent reviewed with caller how to turn stimulation back on. Caller was able to successfully turn stimulation on and confirmed it was comfortable. Agent instructed caller to monitor the issue and call back ifit persists. The troubleshooting steps that were taken on the call resolved the issue.